Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported that about 3 days ago they started having pain in their right leg. Patient said it hurt so bad that it was like an 8 out of 10 and they couldn't step on it without a whole lot of pain. Patient described the pain similar to a charlie-horse. Patient asked if it could be related to the therapy. Patient stated that normally they felt their stimulation on their left side rather than their right side. Agent reviewed with patient. Reviewed option to turn off stimulation. Patient stated that they were going to turn off stimulation after the call. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's representative. The patient's spouse called back and reported the patient had been in the hospital for 7 days now and reported the patient wasn't passing their urine/holding their urine and they had to use a catheter. The confirmed patient experienced retention prior to receiving the implant but wanted to know if the implant could be causing the retention the patient was currently experiencing /exacerbating the patient's retention currently and asked if they should turn the therapy off. Patient services reviewed the role of patient services with them and redirected them and patient to follow up with the patient's healthcare provider (hcp) about their concerns. Patient services asked the caller if the retention was related to the patient needing to be in the hospital and the caller stated that like when the patient had previously called in february, the patient had been fighting an infection with tons of fever and the patient's care team had finally traced it down to a staph infection and the staff infection had gone to their heart. Caller stated what the patient was experiencing now was a continuation of what the pa tient was experiencing in february when they'd called patient services. Caller stated that the patient had an appointment in 3 weeks with the patient's hcp so they would follow up with the hcp then and noted they would turn the therapy off to see if that helped with the patient's issues of holding their urine in the meantime. Additional information was received from the patient representative. The patient rep called in regarding previously reported symptoms and indicated patient continued to experience urinary retention. They requested assistance in changing programs. Agent reviewed programming guidance. They were able to change program on the call and adjust stimulation. They confirmed stimulation at a comfortable level and to monitor symptoms. Redirected to hcp is symptoms persists.